Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and the reported event was confirmed. A probe check was performed and the device passed. Both switches were found to be functional. Visual inspection of the teflon pad was performed and it was found to have partial separation exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon damage can result from continuous activation of the output without tissue between the probe and the grasping section. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic supracervical hysterectomy procedure, the teflon pad burned off. The surgeon replaced the device with another similar device and the intended procedure was successfully completed. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain further information regarding the reported event and was provided limited information.